Event description:
Revision of an exeter stem that had fractured in situ was performed. As per medical review, trident cup malposition was determined as a root cause.

Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The product was not returned, however, the event was confirmed through a review of the medical records by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: {...}procedure-related factors: cup malposition in absent anteversion. Cementation defects in proximal femoral cement mantle. Patient-related factors: obesity (bmi = 41) a relevant secondary factor. Device-related factors: none as also supported by mar findings. Diagnosis: cup malposition in absent anteversion in combination with cementation defects in proximal femoral cement mantle and patient obesity (bmi = 41) as relevant secondary factor have contributed in concert to an overload condition around the proximal stem section leading to a fatigue fracture after 16-years of implantation requiring revision.{...} device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that {...} cup malposition in absent anteversion in combination with cementation defects in proximal femoral cement mantle and patient obesity (bmi = 41) as relevant secondary factor have contributed in concert to an overload condition around the proximal stem section leading to a fatigue fracture after 16-years of implantation requiring revision.{...}.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of an exeter stem that had fractured in situ was performed. As per medical review, trident cup malposition was determined as a root cause.